Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer contacted the emergency medical services for their high blood glucose. Date of the customer's adverse event was (B)(6) 2014. Blood glucose at the time of their adverse event was 500 mg/dl. The customer stated they had ketones, pain, and was vomiting due to their high blood glucose. It was also found the customer's blood pressure was elevated from their high blood glucose. The customer also stated they had diabetes ketoacidosis, leading to the emergency call. The customer was treated with fluids and additional insulin by the emergency medical services. Customer also stated they were wearing the insulin pump at the time of the call. The customer believed their high blood glucose was caused by stress and declined to troubleshoot for the insulin pump. No additional information provided.